Manufacturer narrative:
(B)(4). Follow up. It was reported the reference number was cut off on the packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web with the sku number missing the last digit. No other defects or imperfections were observed. This defect could occur if, while printing all the information on the top web, the printer missed the last digit. A device history record review was completed for provided material number 309653, lot 4080163. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging top web printing process was performed. The settings were correct, and the printing of the graphics was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received lot# 4080163 material #:309653 ; batch#:4080163. It was reported by customer that the number is cut off of the reference number on the packaging. Verbatim: number is cut off of the reference number on the packaging. Additional information: lot#4080163.

Event description:
Material #:309653. Batch#:unknown. It was reported by customer that the number is cut off of the reference number on the packaging. Verbatim: number is cut off of the reference number on the packaging.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.